Manufacturer narrative:
Device evaluated by manufacturer? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that patient has local infection at generator site following battery replacement. Information was later received that patient¿s generator site was washed out and generator was not explanted. Device history records were reviewed for the generator and for the lead and the devices both passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.